Event description:
Senseonics was made aware of an incident where the patient experienced hypoglycemia, and the patient alleged that the eversense continuous glucose monitoring (cgm) system did not show an accurate value.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the data management system (dms) data investigation, the system correctly identified the potential inaccuracy by declaring the calibration entry at 9:12 am cet as suspicious. The system did not provide a low glucose alert during the event because the sensor glucose value did not go below the user-set low alert threshold of 75 mg/dl until 10:32 am cet. The patient slef-managed the hypoglycemia. Later on the same day, the system detected more sensor inaccuracy, and as a self-check function, a sensor suspend alert was asserted. Further investigation suggested that after the sensor suspend phase, when the system restarted in initialization, the sensor glucose readings were in better agreement with the fingerstick calibration entries.